Event description:
It was reported that both the atrial and right ventricular leads exhibited high thresholds. The ventricular lead was capped and replaced, and the atrial lead was capped and not replaced, as the patient is in chronic atrial fibrillation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.